Event description:
A dialysis facility reported that there was an excessive fluid removal of approximately 1.2 kg from a patient during a dialysis treatment. The patient complained of hypotension, nausea, "feeling hot" and was cramping during the last hour of the dialysis treatment. Patient was given 600 ml of saline and was discharged in stable condition. There was no serious injury or illness.